Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call for high blood glucose of 588mg/dl and a power loss alarm. The customer treated with insulin syringe. Customer indicated that they have had issues with their infusion site. Troubleshooting explained the power loss alarm and advised customer on battery usage. Customer declined further high blood glucose troubleshooting.